Manufacturer narrative:
Additional information: on 7/22/2019, the mentor failure analysis lab received the device for evaluation. On( B)(6) 2019, mentor became aware that the patient underwent removal and replacement with mentor memorygel breast implant 375cc, catalog number 3503754bc, serial numbers (B)(4) on the left side and (B)(4) on the right side on 6/26/2019. On 7/30/2019, the product investigation was completed. Device evaluation summary: during evaluation of the sample it was observed to be intact. No anomalies were observed. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. This report is not intended to deny that the patient experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contraction. Concomitant medical products: mentor memorygel breast implant 325cc, catalog # 3503254bc, serial # (B)(4), lot # 7650649. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female underwent a primary breast augmentation with mentor memorygel breast implants 325cc and experienced baker grade iii capsular contraction on the left side post-operational. The capsular contraction was confirmed by the physician upon physical examination. As a result, the patient underwent device removal on (B)(6) 2019.